Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that, the reported tip detachment and additional therapy/snare of the tip appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, popliteal artery, after stent deployment, the tip of the supera stent delivery system (sds) detached while removing the device from the anatomy. The tip was retrieved using a snare device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.